Event description:
It was reported that a malfunction alarm occurred with a pump categorized as "malf 16-0x20e6." There was no reported impact on the customer¿s blood glucose level as the precise values were not provided, and the customer declined to answer whether the level exceeded 500 mg/dl. Technical support instructed the customer to reset the pump, which had already been attempted within the previous 24 hours, and ultimately replaced the malfunctioning pump, which was within warranty. The customer declined to disclose their type of backup insulin therapy.